Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. Attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced loosening and backout of a distal screw associated with lateral knee pain approximately 9 months post-implantation; the distal screw was removed. Attempts have been made and no further information has been provided.